Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the routine check post implant, this right ventricular (rv) lead exhibited a pacing impedance of more than 3000 ohms and oversensed noise that led to inappropriate anti-tachycardia pacing (atp). Troubleshooting was performed and noise was able to be reproduced with arm movements. The clinician suspected the rv lead was physically damaged. As result, rv lead replacement was scheduled and tachy therapy was programmed off. There was no evidence of asystole in the stored episodes. Nevertheless, the patient expressed feeling anxious due to the findings. Additional information confirmed the lead was successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during the routine check post implant, this right ventricular (rv) lead exhibited a pacing impedance of more than 3000 ohms and oversensed noise that led to inappropriate anti-tachycardia pacing (atp). Troubleshooting was performed and noise was able to be reproduced with arm movements. The clinician suspected the rv lead was physically damaged. As result, rv lead replacement was scheduled and tachy therapy was programmed off. There was no evidence of asystole in the stored episodes. Nevertheless, the patient expressed feeling anxious due to the findings. Additional information confirmed the lead was successfully explanted and replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was returned to boston scientific, product analysis will be conducted. If information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the routine check post implant, this right ventricular (rv) lead exhibited a pacing impedance of more than 3000 ohms and oversensed noise that led to inappropriate anti-tachycardia pacing (atp). Troubleshooting was performed and noise was able to be reproduced with arm movements. The clinician suspected the rv lead was physically damaged. As result, rv lead replacement was scheduled and tachy therapy was programmed off. There was no evidence of asystole in the stored episodes. Nevertheless, the patient expressed feeling anxious due to the findings. Additional information confirmed the lead was successfully explanted and replaced and was returned for analysis. No additional adverse patient effects were reported.